Event description:
Acetabular reamer handle broke while reaming acetabulum of patient. Surgery was completed using the additional reamer handle in the osteonics acetabular reamer pan.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records performed by stryker orthopaedics indicate devices were inspected and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The reported device is a source-controlled product and was returned to the supplier, (B)(4), for evaluation. Review of the supplier's investigation results indicated the event was confirmed and the device fractured due to torsional overload. No further investigation is required.

Event description:
Acetabular reamer handle broke while reaming acetabulum of patient. Surgery was completed using the additional reamer handle in the osteonics acetabular reamer pan.